Event description:
It was reported that during a breast biopsy, after the initial specimen cut, the probe failed to retrieve add'l specimens. Used another like device to finish the biopsy. There were no patient consequences.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.